Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. Bodily fluid observed on device during visual inspection but valve appears undamaged. No other issues found with the device. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop condition as reported by customer could not be replicated or confirmed.

Event description:
Distributor reported, "on (B)(6) 2022 , a male patient was implanted with agv (lot b1022 no. G750118) by dr. Roni rachmiel, a senior doctor in glaucoma tel aviv mc. During check-up it was noticed that there was ocular hypotony and a shallow chamber. The doctor was concerned that there was a leak in the valve and decided to operate and re-implant with a new valve. The surgery took place on (B)(6) 2022, the valve was explanted, and a new valve was implanted (lot g0422 no. G743825)."